Event description:
A resolute integrity rx drug eluting stent was implanted in the proximal circumflex. A dissection was reported to have occurred; one other brand stent was implanted to treat the dissection. No further complications were reported.

Manufacturer narrative:
Results: dissection. (B)(4).